Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a portion of powerpicc solo catheter. The depicted device was in place and the visible portion included the molded joint and the 0-3cm depth markings. The device appeared to be secured with a statlock and dressed with a biopatch and an adhesive dressing. The catheter appeared to be kinked at the 2cm depth marking. The location of the kink suggested that catheter placement, securement and maintenance technique may have contributed; however, additional unidentified factors may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of recw0100 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recw0100) have been reported from the same facility.

Event description:
It was reported that the PICC kinked. It is stated that the dressing was changed and the line was pulled as straight as possible.